Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 the patient experienced a fall with loss of consciousness. The cgm was reading 55 mg/dl and the blood glucose reading was 27 mg/dl. Emergency medical technicians (emt) were called by the patient's son and glucagon was administered by the son. Emt evaluated the patient but no further medical intervention was provided. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.